Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh device may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007, the patient underwent right inguinal hernia repair. As alleged, a bard/ davol 10 x 4.5cm flat mesh was implanted in patient during this repair. On (B)(6) 2014, the patient underwent recurrent inguinal hernia repair. The surgeon noted "it appeared that the mesh from the prior repair had torn away from the medical side". The patient continues to experience complaints from the failed bard hernia mesh. The bard hernia mesh implanted in patient failed to reasonably perform as intended. The bard hernia mesh caused serious injury necessitating via invasive surgery and additional mesh to repair the hernia that the bard hernia mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective bard hernia mesh.